Manufacturer narrative:
Date sent: 02/21/2008. Eval summary: two devices (a-b) were returned for analysis. Device a was received with the handles and the rotating nozzles open and with no cartridge loaded. No functional could be performed due to the condition of the device. The device was disassembled to verity the condition of the internal components and no anomalies were found. No conclusion could be reached as to how the handle became open device b was returned with the indicator disk broken, and with no cartridge loaded, however one partially fired cartridge was found loose inside the bag. The device was tested for functionality with the returned cartridge and fired without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle and it opened and closed without any difficulties noted. If the firing cycle is interrupted and the device is opened; reinitiating of firing will cause the instrument will lock out. No conclusion could be reached as to how the indicator disk became broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the devices meet the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Batch# d5kr68, expiration date: 08/2012, manufacturing date: 09/2007, results: damaged rotating nozzle, conclusion: damaged rotating nozzle.

Event description:
It was reported that during a lap gastrectomy procedure, the device did not fire. Another device was used to complete the case. There were no adverse consequences to the pt.